Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds. Follow-up information was obtained indicating that it could not be determined if there was a performance issue with the lead or if the high thresholds were due to the patient's physiology. The sensing, impedance, and threshold diagnostics were stable. Sensing and impedance measurements were within normal limits. The physician did not make any programming changes and the lead remains in use. No patient complications have been reported as a result of this event.